Event description:
Four staff members in the nursery experienced itching, burning and dryness while using latex exam gloves (exact incident date unknown). No medical treatment was necessary. The account supplied three catalogue numbers of involved gloves, but was able to supply only one lot number. Manufacturer information only available for glove with lot number supplied. Acceptable delayed contact sensitization study on file at medline for the known manufacturer.device labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 4.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.